Event description:
Allegedly, during a prostrate resection cystoscopy (turp) part of the beak broke off in pt. The doctor broke the piece up with a laser and lithotrite so he could remove from pt. There was no injury to the pt. The turp procedure was completed with other instrumentation; pt condition is good.